Event description:
The patient was seen by his managing physician. At that time, the patient had no change in spasticity. The patient was sweating and they saw an increase in erythematic; increased redness at the catheter/pump site. The patient saw another physician who had done lab work etc and all came back negative (date and tests not reported). The managing physician felt that this could be subclinical infection with suppression of infection from antibiotics and recommended an explant. The patient remained on oral baclofen. They refilled the pump although it still had 18 ml left; they added another 20 ml. The pump and catheter were explanted due to infection. No cultures were obtained. Four days after explant, the patient's family reported that the patient was in the intensive care unit due to severe lioresal withdrawal. The patient was stable, but had suffered seizures and severe spasms. The physician had given orders on (B) (6) 2010, to place the patient on 30 mg of oral baclofen every 6 hours; but the orders were not carried out. The physician's office noted that the patient was readmitted for the wound infection, not withdrawal. The patient was being seen in the clinic (B) (6) 2010, for suture removal. The device system was used to deliver lioresal (2000 mcg/ml at 32.2 mcg/hr).

Manufacturer narrative:
(B) (4).